Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. There are no similar complaints for this lot. (B)(4).

Event description:
Customer reported that an eluate proficiency sample known to contain anti-big e did not react with vs530 cell ii. The same sample was tested with 0.8% resolve panel a and 0.8% resolve panel b and anti-big e was identified (2-3+). The eluate sample came from the ref lab already prepared as an eluate. Customer site purchases eluate samples from their ref lab to use as proficiency samples for the eluate test. The sample provided by the ref lab is expected to have anti-big e in the eluate. The eluate sample was confirmed in the ref lab using immucor reagent red cells. On (B)(6) 2012, the same eluate sample was tested with the same 0.8% selectogen set and mixed field was observed. Customer phenotyped vs530 cell ii with anti-e antisera. Cell ii was 3+ positive.